Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 30-jun-2030. (H3) the disassembly reported may have been the result of not properly seating the locking screw which allowed for the screw to back out over time and led to subsequent disassembly of the glenosphere. The reported polyethylene wear may have been the result of articulating against other metal components, such as the glenosphere locking screw and/or glenoid baseplate, after the glenosphere disassociation occurred. However, this cannot be confirmed as the devices were not returned for evaluation and x-ray images were not provided. (H4) device manufacture date: 30-jun-2020. Section h11: the following sections have corrected information: concomitant devices: 320-46-03, 6561038 - equinoxe reverse 46mm humeral liner +2.5. 320-15-05, 6651730 - eq rev locking screw.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-06. Equinoxe preserve stem 6mm. 320-46-03, equinoxe reverse 46mm humeral liner +2.5. 320-10-05, equinoxe reverse tray adapter plate tray +5. 320-15-01, eq rev glenoid plate.

Event description:
As reported, approximately 7 months postop the initial implant, this female patient¿s left shoulder was revised due to severe glenoid wear and separation from the cage with increased pain.. Shoulder was implanted with a hemi. The patient was last known to be in stable condition following the event. The device is not returning due to study protocol. The outcome was reported as resolved.